Event description:
Explanting physician reported left side capsular contracture, baker grade iii, pain and discomfort. The device has been explanted. Upon receipt and analysis of the device it was found to be ruptured as an incidental finding not reported by the physician.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/apr/2024.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/pain/capsular contracture was received on march 05, 2024, with lot 2707675. Based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side capsular contracture, baker grade iii, pain and discomfort. The device has been explanted. Upon receipt and analysis of the device it was found to be ruptured as an incidental finding not reported by the physician.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Explanting physician reported, left side capsular contracture, baker grade iii. Pain and discomfort. The device has been explanted. Upon receipt and analysis of the device, it was found to be ruptured. As an incidental finding not reported by the physician.